Event description:
The customer's mother reported her son's blood glucose reached "high" (greater than 500 mg/dl) less than 4 hours after the pod was activated. The pod was removed and she noticed a bend in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.